Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the anchor, suture, collagen, and packaging. The components were visually inspected and found to have been in unused condition with no visible signs of blood. The anchor, suture, and collagen were found to have been tamped, and had been cut. No issue was identified with the components. The complaint was unable to be confirmed for a device issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: unknown. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that once the angio-seal device was released in the operating room (or), it did not stay in place. As a result, the patient was required to wear a compression point and a compression dressing with a strict bed for 24 hours. The patient was not harmed.